Event description:
Determined to be reportable based on analysis completed on (B)(4) 2012. It was reported that during a balloon angioplasty treatment procedure tip damage occurred. The tip of the coyote, 4.0 mm x 100 mm x 150 cm, otw balloon catheter was damaged. No other patient complications were reported and the patient's status is ok. Device analysis revealed markerbands were cracked.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination showed there was blood and contrast in the wire lumen. The tip was damaged. The balloon was tightly folded, with no indication of positive (inflation) pressure. Magnified inspection revealed that the distal end of both markerbands were cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).